Event description:
(B)(4).

Manufacturer narrative:
The defective power chair was not returned back to merits for further evaluation. There was no defective parts photo provided from (B)(4) and the only info we received is based on the medwatch report "per provider the frame is bent; right side is higher than the left resulting in the broken hub and the right wheel drive is cracked." Base on the email from (B)(4), their initial evaluation that this defect was possibly due to the shipping damage. Based on the provided serial number, we review the finished unit inspection report for this specific unit and it did pass the inspection when being shipped. We also used a sample unit from our stock to conduct the package compression test and drop test and it pass the test. We will continue to pay more attention on our package to ensure the package quality. After our internal quality review we concluded that the possible reason caused this defect should be the improper handling during inland transit.